Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), cystitis ("infection bladder/ urinary tract/vaginal type"), urinary tract infection ("infection bladder/ urinary tract/vaginal type") and vaginal infection ("infection bladder/ urinary tract/vaginal type"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, hot flush, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, hot flush, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have essure (or any part of the device) removed nor was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received : case was upgraded to serious incident. Essure insertion date updated and removal date added. On 5-jul-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), cystitis ("infection bladder/ urinary tract/vaginal type"), urinary tract infection ("infection bladder/ urinary tract/vaginal type") and vaginal infection ("infection bladder/ urinary tract/vaginal type"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, hot flush, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, hot flush, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have essure (or any part of the device) removed nor was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.